Event description:
It was reported that during the patient's generator replacement surgery, damage was found to the lead's silicone tubing. The pre-operative diagnostics were within normal limits. The surgeon opted to replace the lead and generator. The surgeon noted there may have been deterioration of the lead insulation over time, but the cause of the abraded insulation could not be confirmed. The explanted devices were noted not to be available for return. No additional relevant information has been received to date.